Event description:
It was reported that during a lavh procedure, the doctor was using the device and noticed the buttons weren't working. It was described as they just stopped working during the case with no error codes. The nurses changed out the device and completed the case with another product of the same code. There were no negative consequences for the pt.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the manufacturing process.